Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred. The target lesion was 26mm-30mm in length, 90% stenotic and was located in the mid left anterior descending (lad) artery. The physician used a 6fr introducer sheath and a guide wire to access the lesion. The physician first attempted to treat the lesion using balloon angioplasty, but was unable to cross the lesion with the balloon. The physician then decided to treat the lesion using atherectomy. The original guide wire was exchanged for a csi viperwire guide wire and a csi orbital atherectomy device (oad) was loaded onto it. The physician performed four runs at low speed. Post-atherectomy angiography did not reveal any complications. The physician then advanced an abbott sprinter balloon across the lesion and performed multiple balloon inflations. Post-angioplasty angiography revealed a perforation in the proximal lad artery. The physician deployed a graftmaster stent across the perforation, but was unable to resolve it. The stent was post-dilated, but the perforation increased in size and the patient was transferred to the operating room. Surgical intervention was attempted, but the patient expired in the or. It could not be determined whether or not the csi device contributed to the perforation. Three requests for additional information have been made, but none has yet been received.